Manufacturer narrative:
It was reported that the ventilator alarmed for battery module error. The field service engineer confirmed on-site the reported technical error, checked the battery and recommended the customer to replace the battery according to the recommendation in the service manual. It was later informed that no part was replaced. No further information has been received. The evaluation of received device logs confirms the reported technical error code during pre-use check on the reported date of event. There are also two failed battery switch tests, and alarms two weeks earlier that the batteries in slot 1 and 2 should be replaced and discarded. As no part was returned for investigation, the root cause of the reported problem could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for battery module error. There was no patient harm. Manufacturer ref.#: (B)(4).